Event description:
Same case as 2134265-2013-03955, 2134265-2013-03953. It was reported that post stenting procedure, thrombosis occurred. The target lesions were located in the right coronary artery, diagonal of the left anterior descending artery and from the proximal left anterior descending artery to the distal left anterior descending artery. In (B)(6) 2013, after predilatation with an unspecified balloon dilatation catheter, a 2.5x38m promus element was advanced and was successfully implanted in the right coronary artery. On the other hand, after predilatation with another unspecified balloon dilatation catheter, a 2.75x20mm promus element was advanced and implanted in the distal to proximal left anterior descending artery and a 2.75x28mm promus element plus was advanced and implanted more on to the proximal left anterior descending artery in an overlapping position. A 2.5x16mm promus element was advanced and was successfully implanted in the diagonal of the left anterior descending artery. The procedure was completed and the patient was discharged with no complications reported. Six days post procedure, patient presented with chest pain. An ivus was used to visualize the old right coronary artery and confirmed that thrombosis has occurred among the three implanted stents in the left anterior descending artery. Angiojet was used to remove the thrombus and the stents were post dilated. An ivus was again use to confirm that the stents were expanded and well apposed on their desired locations consecutively. The physician concluded that the event occurred since the patient is in a coagulable state since he is not complying with his anti-platelet therapy. The patient was advised to take brillanta twice a day but was taking the prescribed anti-platelet medication on a once a day basis. The patient was discharged with no complications reported up to the time of reporting.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).